Event description:
Healthcare professional reported three days after injection with juvederm voluma xc in the cheeks, juvederm volvella with lidocaine in the bilateral periorbital area, and botox in the glabella, crow's feet, frontails and "bunnys", the patient began to feel "under the weather". Patient reported they had a sore throat and had a sensation that their glands were beginning to swell. The patient also developed a sensation of intermittent heat at the right cheek as well as swelling and tenderness of the right cheek and lower face; the area was not red or "hot to palpate". Upon assessment, the healthcare professional noted the patient experienced difficulty "with elevation of right side upper lip either due to facial weakness or movement restricted due to swelling". Three days after symptom onset, the patient was prescribed "antibiotics".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of feeling "under the weather", swelling, "intermittent heat sensation", tenderness, and possible "facial weakness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.